Manufacturer narrative:
(B)(4). D10: 192512 echo por fmrl red lat rppnc 12x140 lot number 65679278. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that the echo bimetric stem inserter threads sheared off of the stem implant during impacting. The procedure was completed using another stem. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An echo bimetric stem inserter was returned and evaluated against the complaint. The part and lot of the inserter were verified to match the complaint. Visual inspection found the tip of the threaded shaft to be fractured. The fractured portion was not returned. Rings of wear are present around the threaded shaft near the center and the fracture location. The connector of the threaded shaft has been dinged and scratched. The strike plate shows signs of being impacted. The opening in the handle that receives the strike plate is scratched and dinged. The channel in the inserter's shaft has been dinged. Scuffing can be seen inside the channel. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.